Manufacturer narrative:
(B)(6). (B)(4). Investigation result: a visual examination of the complaint device revealed that the balloon did not have any visual defects and the proximal and distal bonds were continuous. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. It was noted that the catheter was broken into two sections. The ends of the broken section were stretched and the stiffness stylet was out of the guidewire rx channel functional evaluation could not be performed due to the condition of the returned device. This failure is likely due to factors or conditions related to procedure, the patient anatomy and/or the manner as the device was handled that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro rx-s retrieval balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was broken. The procedure was completed with another extractor pro rx-s retrieval balloon. There have been no patient complications reported as a result of this event. Investigation results revealed that the catheter was broken in two sections; therefore, this is now an MDR reportable event.